Manufacturer narrative:
(B)(4). The device was used in a calcified common femoral artery access site. Per the perclose proglide instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: suture placement was attempted in the mildly calcified right common femoral artery. The arteriotomy was 7f. The sheath was upsized to 18f for the transcatheter aortic valve implantation (tavi) procedure. Reportedly, a suture break occurred with two proglide devices. The physician is reported to be established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in an unspecified vessel with two proglide devices using the preclose technique. Reportedly, when the devices were removed, the sutures were cut. The sutures of two additional proglide devices were successfully placed using the pre-close technique. The tavi procedure was completed and the two successfully placed proglide sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device; however it is not known if the physician is established in the preclose technique. No additional information was provided.